Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient's weight was (B)(6) pounds at the time of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that since (B)(6) of 2016, the patient was charging too frequently. The patient has been having trouble keeping the implantable neurostimulator charged and began having to recharge every 3-4 days. The patient seems to have an issue with her body causing batteries to deplete, and the patient thinks that this may be what is happening. The patient had not recently been reprogrammed or switched to a new group, and the patient charges their implantable neurostimulator to 100% full. This had been occurring since (B)(6) of 2016. The patient noticed that on (B)(6) 2017 that she couldn¿t connect the implantable neurostimulator recharger with the implantable neurostimulator. There was poor communication and poor telemetry or no telemetry with recharging. It had been over one month since the patient had successfully been able to recharge the device. The patient was traveling for a month and forgot the implantable neurostimulator recharger at home. The patient programmer would not connect to the implantable neurostimulator. There were no patient symptoms reported. The patient¿s medical history includes migraines that were pre-existing and are not related to the stimulation or therapy. The patient had been having migraines the whole week of the report.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on (B)(6) 2017 reporting that the unit just started to need to be charged every 3-4 days instead of 8-10 days. There were no symptoms reported until the patient had to be out of town unexpectedly for a month without their charger. The patient stated that they had only thought that they were going to be gone for 2 days. No steps were reported to be taken to resolve the inability to communicate. It was stated that the issues had not resolved as the patient had not been able to charge when meeting with a manufacturer representative. It was noted that this was the patient¿s second implant.